Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: telephone number: requested, unknown e3: occupation: interventional radiology the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. See section section h10 for the related report number. This report is for the second device used in the case, for the first device used please see the related report mentioned in section h10.

Event description:
Terumo medical corporation received the following information: it was reported that during placement of the 6fr angio-seal, when they removed the sheath at the end of the procedure and tried to insert the angio-seal sheath, they encountered significant resistance, even using the "down arrow and twist" technique, causing the angio-seal introducer to bend. They switched to another angio-seal from the same batch, and the same thing happened. The patient was not particularly obese, had no fibrosis, the artery was free of calcification, and the puncture was not vertical. He was a very normal patient. The patient had no adverse consequences and there was no patient harm. Hemostasis was achieved with manual compression.